Manufacturer narrative:
Citation: rehan r, moss a, cotton j, wrigley b, munir s, khogali s. Intravascular lithotripsy-enabled transcatheter aortic valve replacement in heavily calcified bicuspid aortic valve. Jacc case rep. Published online october 21, 2025. Doi:10.1016/j.jaccas.2025.105754 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a transcatheter aortic valve replacement (tavr) case in which intravascular lithotripsy was used for calcium modification in a patient with a heavily calcified bicuspid aortic valve. During the tavr procedure, a 29 mm evolut pro+ valve (medtronic) was initially attempted, but the valve was ¿excessively constrained with infolding¿ during deployment, prompting retrieval and exchange for a 26 mm evolut pro+ valve (medtronic). As described by the authors, the 26 mm valve was successfully implanted in an optimally high position. Afterward, two balloon post-dilations were performed to optimize expansion of the valve frame, resulting in an excellent hemodynamic performance and no paravalvular leak. The patient had an uneventful recovery and was discharged home four days after the procedure.